Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging a test strip holder/ port issue with his onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. The patient informed the cca that there was something in the subject meter that was preventing him from inserting the test strip. The patient claimed he manages his diabetes with insulin. Due to the alleged issue, the patient denied taking any action regarding his diabetes regimen. The patient reportedly became sweaty a week after the alleged issue began. Is spite of his symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca determined there was no misused of the subject meter and the patient was not a first time user of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.